Event description:
It was reported that a pump malfunction occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and contact support if any issues reappeared, which was acknowledged and understood.